Event description:
5/93 difficulty. In 7/93, the implants fell on the left side requiring revision of the left implant; however, at this point, the pt has tremendous wrinkling of both breasts as well as a significant indentation of the left superior breast as well as discomfort and soreness in the left breast which continued to the present time. The inflamatory fold on the left side is also slightly lower at approx one centimeter below. Pain on the left side, we plan a periprosthetic capsulectomy to remove potentially inflamatory reaction to the textured saline implant. Since facility is changing implants, the right side would become asymetrical if facility did not change the implant on the right side, so facility also plan to change the implant on the right side to the same type of implant.